Event description:
Using the resmed CPAP machine f20, and f30. The air input hose has a mini filter that cannot be changed. With required daily cleaning, it does not dry out due to it's location in the tight space of the elbow swivel adapter. It has developed mold inside, and had to be removed. The company or supplier have never notified me of the hazard, or solution to this problem. The machine is extremely noisy without it. Also I am extremely dry and congested, so must use extra humidity and allergy medicine. Reference report mw5153975.